Manufacturer narrative:
The pod was returned for a device evaluation. A bend was noted on the exposed portion of the cannula. It is unclear when the bend occurred. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion like a bent cannula. No other defects or deficiencies were found during the investigation. Although no other abnormalities were found, a root cause for the report event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient reported that her blood glucose (bg) levels reached 21 mmol/l (378 mg/dl) while wearing the pod between 36 and 48 hours on the leg. She attempted to lower her bg levels by delivering correction boluses, but was unsuccessful in doing so. When the pod was removed, it was noted that the cannula appeared to be "bent in half". It was also reported that the smell of insulin was present. To treat her elevated bg levels, the pod was removed and a new one was applied.